Event description:
A peritoneal dialysis (pd) nurse reported a cycler had a display brightness problem. Screen was dim during set up, during treatment and treatment complete. Display brightness was set to 10. The patient rebooted cycler but screen remained dim. Technical support replaced cycler due to screen brightness problem. The patient was advised to contact pd nurse to inform of replacement. A phone call and a written attempt have been made to gather additional information, but no details have been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection visual inspection of the returned cycler exterior showed no sign of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The screen is dim. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.